Manufacturer narrative:
H10: the customer returned a sample with product code 5c4482 for evaluation. A visual inspection with the naked eye noted a silicone tubing separated from the main body. There were markings in the tubing indicating the tubing was positioned on the dark blue female connector leg. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the tubing and the female connector leg is a friction fit and not a solvent bond. A strong tug on the tubing can cause the two components to separate. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the silicone tubing and twist clamp of a minicap transfer set .the transfer set fell off after the patient had been connected to the cycler for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.